Event description:
It was reported that during the procedure for treatment of a de novo lesion in the heavily tortuous, mildly calcified, distal left circumflex artery, a whisper es guide wire was delivered through the lesion, followed by a 1.2x6 rx mini trek dilatation catheter. The mini trek balloon was inflated one time to 14 atmospheres and ruptured. The device was withdrawn from the anatomy and dilatation was completed using an unspecified balloon. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device has been received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual, functional and scanning electron microscopy (sem) imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.